Event description:
It was reported that the pt expired in 2008 after leaving the or. It is unk if the pt's expiration was attributed to the device. Reportedly, the device was implanted in the same day before pt expired, and it is unk if it was explanted, as no other details were provided.

Manufacturer narrative:
Device not returned.